Manufacturer narrative:
The probable root cause is attributed to the clock spring, parallelogram and rolling loop fibers in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the 23098 and 40084 errors were found indicating brake state mismatch error and a communication link is down on usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 40100 error was triggered indicating fault on the usm, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock-spring, parallelogram, and rolling loop fiber assemblies. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of errors 23098 and 40084 are attributed to the clock-spring, parallelogram, and rolling loop fiber assemblies.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported to technical service engineer (tse) that after the case was completed universal surgical manipulator (usm) arm 2 errors were observed. Tse viewed system logs and confirmed issues for usm 2. The customer disabled the usm arm to continue as a three-arm procedure. The procedure was completed with no reported injury.